Manufacturer narrative:
Initial.

Event description:
It was reported that a user and healthcare provider suspected the ilet pump was delivering too much insulin, with the user frequently pausing insulin delivery due to concern about rapid insulin action and experiencing glucose fluctuations with reported values ranging from 58 mg/dl to 275 mg/dl; the medical device problem and component could not be characterized due to insufficient information. Symptoms included episodes of hypoglycemia and hyperglycemia, with the user reporting no awareness of high or low glucose symptoms. Outcomes included the need for oral glucose to treat low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to establish a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.